Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Subsequently, this device was returned; no field information communicated at the time of explant. The device was then subjected to laboratory analysis.

Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that during a routine in office interrogation, this device exhibited a battery status unexpected for a system implanted for 10 months. Data analysis has been requested. No adverse effects have been reported and to date, no system changes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
To date, no information has been communicated regarding product replacement. Should new information be received at a later date, an amended report will be filed.